Event description:
Reporter stated that caller from facility reported that a home tpn pt had complained that the bag of tpn was empty when the infusion pump registered that 2000ml had been infused when the iab should have contained 2500ml. The caller stated that she felt the unit had underfilled the final container. She had no specific info on programmed volumes or volume delivered displays. The unit was sent to product services for evaluation. No pt adverse events.